Event description:
It was reported that the patient presented remotely via (B)(6) transmission. Upon review, the pulse generator exhibited possible backup vvi operations. The patient presented in clinic and the device failed to be interrogated. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of inability to interrogate and backup mode were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.